Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the exact event date was unknown. The patient had been changing between the programs. The cause of the battery switching off and stimulation ceasing was unknown. It was unknown if this event was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the battery was switching off and there was a lack of stimulation. The patient was feeling stimulation ceasing not related to posture. It felt as if it was off for minutes despite not having turned it off with the programmer. The mdt data didn't show any abnormalities that would indicate a device anomaly. The patient has 3 groups that can be used, which group is the group that is active when this happens. Only one of the groups has adaptive stim enabled. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.